Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intraoperative three placement attempts were made with the right ventricular (rv) lead. The physician stated that the lead required significant torque to unscrew from the tissue. The lead was unscrewed and on inspection the helix was apparently elongated. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.